Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 6 of pd treatment fluid was seen dripping from inside the cassette door. The patient said there was fluid in the pump module area and on the external cassette. The patient said there was a hole in the cassette. The patient also said there was an unidentified alarm prior to the leak. In a follow up with the patient's pdrn, it was verified that the patient did not have any harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler that is working well with no issues. The cycler is available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 6 of pd treatment fluid was seen dripping from inside the cassette door. The patient said there was fluid in the pump module area and on the external cassette. The patient said there was a hole in the cassette. The patient also said there was an unidentified alarm prior to the leak. In a follow up with the patient's pdrn, it was verified that the patient did not have any harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler that is working well with no issues. The cycler is available to return as a sample.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.